Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was seen in the clinic for a post-operative device check when it was noted that the right ventricular lead exhibited high thresholds. The lead was repositioned successfully.